Manufacturer narrative:
Patient's date of birth unk. Patient's race was (B)(6). Relevant tests/laboratory data unk. Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because device model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because device lot number unk.

Event description:
A philips representative was informed (B)(4) 2021 that on (B)(6) 2021, a lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. It was noted that the patient had an extensive medical history/comorbidities. The ra lead was prepped first, using a spectranetics lead locking device, silk ties and a cook medical bulldog lead extender. A 13.5f xl byrd dilator was used in the innominate vein area, and the rv lead released at the tip in the ventricle, while still bound in other areas. The patient became hypotensive and had ectopy. Rescue efforts began immediately, including notifying cardiothoracic (CT) surgery. A pericardiocentesis was performed, removing 500 ml of blood. The patient continued to remain unstable so a sternotomy was performed. A perforation in the rv free wall was identified, able to be plugged with a finger, and was repaired within minutes. Patient then became hemodynamically stable. It was discussed that the best option for removal of the leads at this point would be to transport the patient to the cardiovascular operating room. The patient was placed on pump in the operating room and both leads were removed successfully. The patient experienced bleeding post repair. It was determined she had coagulopathy, and the chest was left open and packed. CT surgery brought the patient back the next day ((B)(6) 2021) and the chest was closed. The patient survived the procedure. Unfortunately, the patient died on (B)(6) 2021. This report reflects the lld providing traction to the rv lead when the rv perforation occurred, requiring intervention and resulted in death. There was no alleged malfunction of the lld in use during the procedure.